Event description:
Medtronic received information that following the implant of this bioprosthetic valve, a tear in one of the leaflets was observed during bulb syringe testing. The damage was suspected as having occurred during implantation. The valve was removed from the patient, and successfully replaced with a new bioprosthetic valve. It was reported that the on-pump run time was longer due to the explant of the damaged valve and implant of the new valve. There were no resulting adverse patient effects.

Manufacturer narrative:
The device return has been requested, but has not been received for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the device was discolored, showing evidence of blood contact. The right cusp was damaged. All leaflets were slightly stiff but flexible. This is expected since the valve went through a decontamination process that includes a high concentrate of a tissue fixation and the blood contact: both are known to cause stiffness of the tissue. A tear in the belly of the left cusp was consistent with a puncture or laceration by a sharp instrument such as forceps. Blue monofilament sutures were stitched to close the tear. A small intracuspal hematoma appeared to be due to the puncture. All commissures were intact. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported tear was confirmed. The cause of the tear could be related to the implant procedure contact with a sharp instrument. Accidental damage during implant, causing cuspal tear, is a known failure mode. Medtronic will continue to monitor field performance for similar events should they occur.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.